Manufacturer narrative:
MDR 3003442380-2024-02408 device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient faced an issue with two infusion set cannula was crimped. The blood glucose level was 392 mg/dl at the time of incident . The incident occured after three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.